Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 4068600, d4. Medical device expiration date: 28-feb-2025, d4. Unique identifier (UDI) #:(B)(4), h4. Device manufacture date: 08-mar-2024. D4. Medical device lot #: 4068601, d4. Medical device expiration date: 28-feb-2025, d4. Unique identifier (UDI) #: (B)(4), h4. Device manufacture date: 08-mar-2024. D4. Medical device lot #: 4115599, d4. Medical device expiration date: 31-mar-2025, d4. Unique identifier (UDI) #: (B)(4), h4. Device manufacture date: 24-apr-2024. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst that a total of eight (8) tubes across three (3) batches exhibited stopper pop off during transportation in the pneumatic tube station. An unspecified number of samples were recollected. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® sst that a total of eight (8) tubes across three (3) batches exhibited stopper pop off during transportation in the pneumatic tube station. An unspecified number of samples were recollected. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo and 1 video for investigation. The media were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, 29 retention samples from of each lot from bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.